Manufacturer narrative:
The gi bleeding events were not previously reported to the manufacturer. (B)(4). Approximate age of device ¿ 1 year and 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to an outside hospital from (B)(6) 2017 with a driveline infection that was treated with unspecified IV antibiotics. The patient also received blood transfusions during the admission for a fifth gastrointestinal (gi) bleeding event since implant per the patient's spouse. Information regarding the four previous gi bleeding events, including dates and treatment, was not available. The patient was subsequently discharged to home. Additional information was requested but was not provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported driveline infection and gastrointestinal bleeding could not be conclusively determined. The patient remains ongoing on lvad support and no further related events have been reported. Bleeding and infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.